Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer hippa approved mom reported via phone call that son has had high blood glucose of 550 mg/dl, which was treated manually. Customer states the pump is not working. We are requesting a check out with the pump and we haven't had a problem with the pump and I've been really disappointed the past 30 days. He is really sick. The doctor said he has been sending over the request for supplies. We are pretty sure the basal is not right and he is losing his eyesight. Troubleshooting was declined as patient was not with hippa approved mom. Mom is asking for replacement pump as she is unsafe with this pump. Concomitant frn-model unknown ¿ reservoir.